Manufacturer narrative:
Terumo bct internal reference: (B)(4). The device product code 'ksr' was used due to being a required field. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. This report was filed beyond the 30-day due date due to incomplete initial description of the event. This error is being investigated to determine potential corrective actions.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the set was returned for evaluation. The set was leak tested, with no leaks observed. The set was visually inspected, with no abnormalities noted. Retention samples were similarly tested, with no issues noted. The manufacturing and testing records were reviewed for this lot. There were no events noted in the records that would have contributed to the elevated wbc count experienced by the customer. No other similar complaints have been reported for this lot. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes include a possibility of clogging, or longer filtration time when the particulate removal rates were high.

Manufacturer narrative:
(B)(4).

Event description:
During a quality control check, the whole blood platelet qc results were unacceptable to the customer. The red blood cell results passed. Donor unit # (B)(6). There was not a transfusion recipient or patient involved at the time of qc testing, therefore no patient information is reasonably known at the time of this event. This report is being filed due to insufficient information to determine if a malfunction of the device which could of resulted in death or serious injury occurred.